Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 458 mg/dl. The customer stated that he changed out his site this morning and around lunch his blood glucose was 227 mg/dl. Customer stated that later he checked his blood glucose it was 240 mg/dl and gave himself more insulin and he just checked it because he was feeling really bad and his blood glucose 458 mg/dl. Customer stated that his quick release was off and he tried to put it back on and would not stay on his sugars kept going up. Customer reports the infusion set tubing came apart. The insulin pump will not be returned for analysis.